Event description:
This report summarizes 1 malfunction event(s), where it was reported the device experienced difficult to maneuver unit which does not result in a tip and seat section unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken.